Manufacturer narrative:
No unresponsive buttons noted. All buttons function properly; however unit had moisture on keypad traces. Unit had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 154 mg/dl. The customer also reported blood glucose levels of 56 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.